Manufacturer narrative:
The valve was returned, and visual inspection revealed calcification on leaflet l1, minor calcification on leaflet l2, pannus and host tissue grew around the valve. The valve appeared improperly seated non-coaxially within the failure bioprothesis surgical valve. Due to the nature of the complaint and returned condition of valve, there were no applicable functional testing or dimensional testing performed. No imagery provided, therefore no imagery evaluation. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other complaints relating to post implantation svd calcification. The following instructions were reviewed; IFU, commander delivery system with s3/s3u valve. No IFU/training deficiencies were identified. A review of the complaint history revealed no previously identified root causes that would be potentially applicable to the complaint event. A risk assessment was performed on the reported event and revealed no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for ypost implantation svd calcification was confirmed from returned product evaluation. A review of the DHR, lot histor and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately one year and four months later, the sapien valve presented aortic stenosis due to early calcification. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As per medical opinion, the calcific degeneration of the valve leaflets was due to an incorrect implantation of the previous surgical valve: it had been sutured off-axis with the valve plane. This led to a turbulent flow of blood which, by stimulating the leaflets in a different way, led to the premature degeneration of the valves. Based on returned device inspection, sapien 3 ultra (s3u) valve appeared non-coaxially seated within the pre-existing failure bioprosthesis surgical valve, which could lead to turbulent blood flow across s3u valve. Turbulent blood flow could introduce the mechanical stress on the valve or leaflet to accelerate the predisposed to bioprosthetic calcification or resulted in early valve degeneration. As such, available information suggests that the procedural factors (non-coaxial thv implantation with turbulent flow) may have contributed to the reported complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
As reported, one year and four months post implant the patient was presented with aortic stenosis due to early calcification. Patient experienced shortness of breath and fatigue. An edwards valve was surgically implanted, the patient was in intensive care unit in stable condition and approximately three weeks later patient was already discharged home. It was noted that the calcific degeneration of the valve leaflets was due to an incorrect implantation of the previous surgical valve that had been sutured off-axis with the valve plane leading to a turbulent flow of blood and therefore premature degeneration of the valves.

Manufacturer narrative:
Investigation is ongoing, device not returned.